Event description:
It was reported, the pt's stimulation will suddenly dissipate or turn off during use and that it will not hold a charger. An sjm rep met with the pt and confirmed the issues. Reprogramming was unable to resolve the issue. The pt is pending follow up with an sjm rep to further troubleshoot the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.